Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded thoracic endovascular aneurysm repair may be used successfully as a bridging intervention to a definitive repair in children with life threatening aortic complications following aortic coarctation repair. [(B)(4)].

Event description:
Article: oliveira, n. E. (2016). Bridging thoracic endovascular aneurysm repair for a late rupture following aortic coarctation angioplasty. Cardiology in the young, 957-960. Purpose: to present the case of a (B)(6) year old child who presented with a ruptured aneurysm of the descending aorta complicated later by an aortic-oesophageal fistula following aortic coarctation stenting that was managed with multiple bridging endovascular interventions until a definitive repair was performed. Per the article adverse events included: advanta v12 placed for aortic angioplasty in a (B)(6) yo boy for coarctation of the aorta and adverse events were pneumothorax, thoracic aneurysm, aneurysm rupture, haematemesis, cardiogenic shock, aortic-oesophageal fistula, type 1a endoleak and restenosis.

Event description:
Response received from the physician. "We consider that the underlying pathology was responsible for the complications we encountered." The procedure took place in 2011. Pre-angioplasty, there was an aortic gradient of 40 mmhg. The aorta was predilated with a balloon prior to stentgraft implantation. In 2012 a recurrence was noted and a second stent was implanted.